Event description:
Unrestricted flow, during set-up of the pump prior to pt use, the nurse noted a "slow drip" of morphine from the diatl end of the tubing set. The device was removed from clinical service. There were no rpeorts of any adverse events while the device was in clinical use.

Manufacturer narrative:
H10: the device is expected to be returned for investigation. It has not yet been received.